Event description:
It was reported that during a percutaneous coronary intervention (pci) , a 2.25x15mm mavercik otw balloon ruptured. The lesion was located in a moderately tortuous, calcified proximal to mid left anterior descending artery and the septal branch. In the septal branch during post dilatation the balloon ruptured at 11 atmospheres. The balloon was removed intact. The procedure was completed with a quantum 3.0x12mm. The pt status is listed as good.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.